Manufacturer narrative:
Due to character restriction in block e1: e1 event site name is (B)(6). E1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) have a battery issue. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1( contact person ¿ mfg site),g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse replaced battery (0146-00-0039) to resolve issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a